Event description:
It was reported that the previously implanted pacemaker exhibited fretting, so a new right atrial (ra) lead was implanted, and the previously implanted ra and right ventricular (rv) lead were capped. Technical services (ts) was consuited and available measurements were within range. There were concerns of fretting particles damaging the lead, with ts clarifying that measurements were better in the newly implanted ra lead. Ts advised the root cause for the observed issues was most likely the spring contacts of the pacemaker. At a later date, this ra lead was capped and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5158896.